Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was pulled through the sheath during aspiration. After removing the dilator and guidewire the farawave pfa catheter was inserted into the sheath and aspiration was performed. During this aspiration a large amount of air was pulled into the syringe. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was pulled through the sheath during aspiration. After removing the dilator and guidewire the farawave pfa catheter was inserted into the sheath and aspiration was performed. During this aspiration a large amount of air was pulled into the syringe. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been returned for analysis.

Manufacturer narrative:
D2a: common device name - corrected. The device was returned to boston scientific for analysis. Visual inspection showed no abnormalities or defects on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.